Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. Cultures were taken and antibiotic treatment administered. The entire pacing system was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.